Event description:
Patient admitted for thoraco-abdominal aortic aneurysm (taaa) repair. A computed tomography angiography (cta) was attempted to aid in the placement of three subarachnoid drains. Upon insertion of the third catheter, bloody drainage noted and the catheter was removed. Patient returned to radiology two days later and another attempt was made to place the drain, but it was unsuccessful. Patient was sent home with plans to return to surgery at a later date. Patient followed up in md's office with complaints of radiculopathy and postural headache. Patient had a CT scan which showed a retained foreign body. Patient returned to hospital for removal of the foreign body and additional subarachnoid drainage.